Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Imdrf annex b grid, report source. Correction: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? Omit: b17-device not returned.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.